Manufacturer narrative:
Further information was requested, but not received yet.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker's helix was sprung. The device was not used, and a new one was implanted. There were no patient consequences.

Manufacturer narrative:
Reported event of stretched helix was confirmed. Visual inspection noted outer helix length was out of specifications. The outer helix elongation is consistent with having occurred during procedure. Inner helix shows no anomalies. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.